Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. Episodes are consistent with false asystole present on record.

Event description:
It was reported that there were logged asystole events on the newly implanted implantable cardiac monitor. There were unusual spikes at the start and end of the event, and intermittent sensed r waves in the midst of a long pause. Review of data from the device indicates undersensing occurred. The device was explanted and replaced by an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.